Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device battery had depleted faster than what was expected. This crt-d device initially had 3.5 years of battery during the first device check then three months after, this crt-d device longevity had decreased to one year and today, device battery is less than three months with the gauge that is close to elective replacement indicator (eri). Boston scientific technical services (ts) reviewed series of follow up check in the remote monitoring system and confirmed that this crt-d had a faster depletion of battery unexpectedly. The physician performed a surgical intervention and this device was explanted. A new device was implanted. This crt-d device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received information that an anomaly on the longevity was observed on this cardiac resynchronization therapy defibrillator (crt-d). A review on the patient's remote monitoring system revealed longevity reports of 3.5 years then down to one year and then recently, the device was very close to elective replacement indicator (eri). There was no change to outputs or pacing percentage with little changes in impedance measurements. The health care professional (hcp) was then advised to have the device replaced as three month period from eri to end of life (eol) could not be guaranteed. This device was explanted and replaced without any issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.